Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that this patient experienced a peritonitis event on (B)(6) 2025. The patient was seen in the outpatient pd clinic for symptoms of abdominal pain. The patient had a pd culture (B)(6) 2025) at the outpatient pd clinic which grew staphylococcus aureus. The patient was treated with intra-peritoneal (ip) vancomycin (dose unknown). The patient recovered from the event and continued pd with the same cycler. The pdrn stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that this patient experienced a peritonitis event on (B)(6) 2025. The patient was seen in the outpatient pd clinic for symptoms of abdominal pain. The patient had a pd culture (on (B)(6) 2025) at the outpatient pd clinic which grew staphylococcus aureus. The patient was treated with intra-peritoneal (ip) vancomycin (dose unknown). The patient recovered from the event and continued pd with the same cycler. The pdrn stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.